Event description:
It was reported that a patient presented to the clinic with high capture thresholds and varying r-wave amplitudes on their right ventricular lead. An x-ray was performed on (B)(6) 2021 revealed that the patient's right ventricular lead had no slack. The lead was repositioned without further consequences. The patient was stable throughout.